Event description:
The 3.5 x 28 cypher stent balloon would not deflate after the stent was deployed in the proximal left anterior descending artery. The physician retracted the balloon catheter into the guide with a lot of resistance because the balloon was still inflated and then removed the entire system from the patient. There was no patient injury.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.